Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing of the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the colonovideoscope, experienced a defect in the bowden cable. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found white foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the flexibility ring and switch box had a scratch. The right/left and upward/downward knob had a scratch. The scope connector cover and the scope connector case unit had a scratch. The plug unit had a scratch. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The plastic distal end cover and objective lens had a chip. The bending tube is deformed. The connecting tube is snaking and the universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.